Manufacturer narrative:
The implant was expired at the time of implant placement. Exemption number: e2015015. After the evaluation, the event was considered as osseointegration failure. The dentist reported that immediate implant and immediate load procedures were performed. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 1 year after the dental implant and abutment were placed in (B)(6) site 20 in the mouth, the implant had not yet achieved osseointegration in type ii bone. Clinician reports insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
The implant was expired at the time of implant placement. Exemption number: e2015015.

Event description:
The clinician reported that 1 year after the dental implant and abutment were placed in (B)(6) site 20 in the mouth, the implant had not yet achieved osseointegration in type ii bone. Clinician reports insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.